Event description:
It was reported that balloon rupture occurred. A 3.00mm x 15mm nc emerge balloon catheter was used for dilatation. However, the balloon ruptured during inflation. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
(B)(6).